Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower insulin volume than caller believed was in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support guidance to disconnect from site and deliver test bolus to update displayed estimate, received education on proper air removal from cartridge, was walked through filling and loading new cartridge, declined additional test bolus, and planned to monitor pump and follow up if needed.